Event description:
During cardiac catheterization,the swan ganz catheter (7f) was introduced, however, the 0.021 wire would not go through. A second swan ganz catheter was introduced and advanced to the pcw (pulmonary capillary wedge), again the 0.021 wire would not pass through so a bmw (bare metal wire) universal wire was used to direct this into wedge position. There was no patient injury.======================manufacturer response for swan ganz catheter, swan ganz catheter (per site reporter).======================edwards life sciences is working with the facility to replace the defective lots.